Event description:
The stent would not deploy into the bile duct. The tech attempted multiple times to deploy the stent and it would not. Once the stent was removed from the bile duct and from the scope, it was noted by every one in the room that the stent was still intact on the introducer.